Event description:
The lead was implanted on (B)(6) 1998 and capped on (B)(6) 2012. The lead was capped due to low impedance measurements less than 200 ohms. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).